Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma

Event description:
Healthcare professional reported "scar contracture". Healthcare professional later reported "seroma, moderate fluid around breast implant" via MRI. This record is for the left side. The device was explanted.